Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the tortuous saphenous vein graft (svg) of the left anterior descending artery (lad). A promus element stent of unknown size was advanced to the svg; however the stent became dislodged when it got caught on a previously deployed stent in the ostium of the vessel. The physician deployed the stent where it had dislodged in the vessel and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as "stable". Additional information was requested but is not available.

Event description:
It was further reported that the saphenous vein graft (svg) of the left anterior descending artery (lad) was moderately tortuous. When the promus element stent was advanced to the svg it was noted that the physician had difficulty delivering the stent to the lesion due to the tortuous anatomy. The promus element stent was implanted in an unintended location; proximal to the svg where it had dislodged from the stent delivery system (sds).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).